Event description:
It has been reported to philips that the allura system not booting due to flexvision pc not booting completely the system was not in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Troubleshooting actions showed a problem with the flexvision pc. The fse replaced the flexvision pc and the hard disks and returned the system to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. Review of the system log file showed that a frame grabber card initialization error resulted in the system not being able to complete the startup sequence. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. The fse replaced the flexvision pc and the hard drive. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code and component code were corrected.